Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was returned on 12/12/2023. Pump came in with an initial complaint code stating, "unknown issue - unknown issue from customer", but upon review of the associated case it was reported that, "serial# (B)(6) malfunction on multiple programs, even with new battery, after starting pump". This report points to the pump powering off while trying to run an infusion. The pump's event log was pulled and reviewed in order to see if any error codes could be found pointing to any malfunctions. The pump's event log highlighted several abrupt power offs which were shown by consecutive lines stating, "log_event_on" meaning the pump was turned on and then powered off on its own and had to be turned on again: the pump will be pushed to CAPA for further investigation.

Event description:
On 01/18/2023, infutronix received a pump for further evaluation. It was found to have a reportable issue of abrupt power off causing loss of infusion parameter.